Manufacturer narrative:
Additional information: update to d4: UDI added. Update to d10: devices not available for investigation. Update to h3: devices requested to be returned, however, customer states they will not be returning the kit. Update to h6: method code 11 added. Results code 213 added. Conclusions code 67 added. Investigation conclusion: retained devices from the reported lot number were tested with hcg-negative clinical urine samples. The results were read at 3 and 4 minutes and all devices yielded the expected negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product. Per the package insert, a number of conditions other than pregnancy, including trophoblastic disease and certain nontrophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in serum or urine specimen should not be used to diagnose pregnancy unless these conditions have been ruled out. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
Results pending investigation.

Event description:
(B)(6) 2020: a (B)(6) female patient visited the outpatient clinic. Customer has no information on reason for visit. Urine was collected and tested positive 2x on the fisher sure-vue hcg stat serum/urine kit. Patient was sent for confirmatory serum testing at the lab and results were negative. Customer unable to provide exact confirmatory test result. No negative patient outcome reported. No treatment was provided based on the false positive results. Patient was determined to not be pregnant based on confirmatory test result. Technical services specialist reviewed the limitations section of the package insert (pi) with the customer with an emphasis on possible causes for false positive results.